Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored an atrial tachy response (atr) episode which appeared to contain either farfield signals from the rv or an unknown arrhythmia with premature atrial contractions (pacs). Since the episode appeared isolated scenario and was difficult to discern, the plan was to continue monitoring or consult electrophysiology on arrhythmia classification. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.